Manufacturer narrative:
It was reported that the second and third boxes for (B)(4) were the boxes and parts for (B)(4). Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the second and third boxes for (B)(4) were the boxes and parts for (B)(4).